Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.